Event description:
It was reported that the patient presented to the emergency room with chest pain. Upon device interrogation, under-sensing was noted on the right atrial (ra) lead. Re-programming changes were performed. The patient was stable.